Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported issue. Failure analysis found the primary of initialization failure to be related to the customer reported complaint. For clarification, the instrument was recognized when installed onto an in-house system. However, the instrument failed initialization. Review of the logs showed no failures related to the reported instrument. Visual inspection of the distal end found no physical damage. The housing was removed from the back end, no obvious damage was observed. The root cause of this failure was not determined. Additional observation, which was not reported by site, was that during inspection within the housing of the instrument, the bevel spur combo gear was found to exhibit friction when attempting to rotate manually. There was no obvious corrosion or physical damage. As a result, the I-beam was showed difficulty while extracted and retracting. The root cause for this failure was typically attributed to a component failure. No image or video was available for review. Patient identifier# (B)(6) was created to capture the initialization issue occurred with 2nd sureform 45 curved-tip stapler during the same procedure. A review of the instrument logs for the sureform curved tip 45 stapler (part number 480545-04/lot number t90220311 0266) associated with this event has been performed. Per the review, the sureform curved tip 45 stapler instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). This complaint is reportable malfunction event due to the following conclusion: the procedure was delayed 31 minutes or more within a procedure with a total time equal to or greater than 181 minutes. While there was no harm or injury to the patient, this delay may have caused or contributed to a death or serious injury to a patient.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform curved-tip 45 stapler instrument could not be recognized on universal surgical manipulator (usm) 4 with the message "stapler initialization failed." The customer reseated the sterile adapter (sa) and replaced sureform curved-tip 45 stapler instrument with the same stapler instrument, but the issue persisted. The procedure was completed with no reported injury with a third-party stapler instrument. Isi followed up with the initial reporter and obtained the following additional information: the sureform curved-tip 45 stapler instrument was inspected prior to use with no issue. The procedure was delayed more than 30 minutes. There was no patient injury due to the delayed time.